Manufacturer narrative:
The device was returned. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. The plunger was removed without issue. No damage or abnormalities were observed. The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The lens was not returned. A qualified viscoelastic was indicated. The root cause for the reported "plunger was sticking" could not be determined. The plunger was removed without issue. The plunger was evaluated and no damage or abnormalities were observed. The plunger position in relation to the iol during advancement cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. (B)(4).

Event description:
A materials coordinator reported that during an intraocular lens (iol) implant procedure the plunger was sticking and it was difficult to get the lens to progress through the device. The surgeon was able to deliver and place the lens without any harm to the patient. Additional information was requested.